Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test two (2) of two (2). Confirmation testing was not performed. Consumer performed two additional binaxnow covid-19 antigen self-tests on unknown dates and generated positive results. The consumer stated they are not well and is sick with covid. The consumer stated they had covid-19 but did not clarify the source of the diagnosis. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test two (2) of two (2). Confirmation testing was not performed. Consumer performed two additional binaxnow covid-19 antigen self-tests on unknown dates and generated positive results. The consumer stated they are not well and is sick with covid. The consumer stated they had covid-19 but did not clarify the source of the diagnosis. Although requested, no additional patient information, including treatment and outcome, was provided.